Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event of hernia. There is no documentation to show a causal relationship between the liberty select cycler and the hernia. Per the pdrn the hernia was pre-existing prior to initiation of pd therapy. The condition could have been exacerbated due to pd therapy as the increased intra-abdominal pressure from the dialysis fluid can cause complications. There is no evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported hernia remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they received a patient line was blocked message. The patient stated that this was their first treatment after surgery several weeks prior and they may have been empty. Additional information was obtained through follow up with the peritoneal dialysis registered nurse (pdrn). The patient underwent hernia repair surgery approximately three weeks prior (unknown date). The patient had an inguinal hernia which was pre-existing prior to start of pd therapy (date unknown). The pdrn did state that the hernia may have been exacerbated by pd therapy. The patient has since recovered and returned to pd therapy on the liberty select cycler with no further reported issues.